Manufacturer narrative:
Product not yet returned for eval. (B)(4).

Event description:
Consumer complaint of erratic blood results. Back to back blood test results were 403 mg/dl and 176 mg/dl. No adverse event reported.